Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank screen display issue. After exposure to moisture, the screen is completely blank. The issue began on the same day as the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: visual inspection of the pump showed scratched lens with no sign of moisture on the outside of pump. Upon starting up, the display screen was blank. Removal of the pump casing showed no sign of moisture ingress. The display was found to be cracked. The damaged display was replaced with a test display and the display functionality returned to normal.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.